Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced hypoglycemia due to a prime issue. Reportedly, the patient¿s blood glucose (bg) reading was as high as 500 mg/dl with nausea and no ketone level reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly will resume pump therapy with the replacement pump without any recent adjustments to the pump settings. Customer support agent reviewed the reported prime issue with the reporter. The reporter stated that the pump was not priming the tubing during the load step but the pump was making noises like the motor was failing during priming. The reporter had insisted that the pump be replaced because they have lost confidence with the pump. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged prime issue that was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed a pump not primed warning two days before the event date, force reading was zero. The total daily deliveries added up correctly and reflected the user¿s programmed basal settings. The pump powered up and functioned properly. The force senor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported prime issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported prime issue, the threads on the battery cap were stripped and a test cap was used in the evaluation.